Event description:
It was reported that the patient presented in the hospital emergency room after receiving inappropriate high voltage therapy. The patients ICD recorded an episode of atrial fibrillation with a rapid ventricular rate. The ICD was reprogrammed.